Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during initial drain of peritoneal dialysis therapy. It was determined that the patient's drain volume was 4606ml and fill volume was 2000ml. There was no patient injury or medical intervention associated with this event. No additional information is available.